Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip device referenced is filed under a separate medwatch report.

Event description:
This is filed for gripper actuation issues. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient anatomy included a large prolapse and flail and myxomatous valve. Visualization difficulties were noted, due to the patient anatomy and the redundant folding nature of the leaflet. The first clip delivery system (cds) (cds0601-xtr/80515u111) was prepared for use and no issues were noted. The cds was advanced into the patient anatomy; however, after advancement into the anatomy, the grippers could not be seen to raise or lower. The cds was removed without issue. The second cds (cds0601-xtr/80515u113) was advanced into the patient anatomy and the clip was implanted without issue; however, due to the patient anatomy, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A second clip was implanted to stabilize the slda clip. Mr was reduced to grade 2 and the patient remained in stable condition. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.